Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for critical pump error. The customer¿s blood glucose was 29 mmol/l. Customer reports they received a critical pump error (open book image). Customer reported that insulin pump fell in the bath. Advised pump will have to be replaced. Advised the customer to revert to a back-up plan per hcp¿s instruction. The insulin pump will not be returned for analysis.